Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was reported. The motor stall occurred on (B)(6) 2011. The pump was alarming. The pt had experienced increased pain and "not feeling well over the past few days." The pump was used to deliver hydromorphone. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.